Event description:
Dermatome prepared to harvest skin from pt thigh at 10/1000 inch. 8cm gash down to fascia to proximal thigh dermatome rechecked and harvesting attempted again. 8cm gash to thigh. Dermatome was sent for eval. Pneumatic dermatome was used to complete harvesting. Upon examination, oscillating pin out of calibration. The description above is what the hosp wrote on their form sent on 9/14/1999.